Manufacturer narrative:
This MDR is created as an additional follow-up to MDR record # 2125050-2019-00563, initially reported on 12-jul-2019 through e-submitter. This MDR is to reflect the additional information received. This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint, the device not being returned for evaluation and the implanted device lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast, though not verified, additional information received on 04/28/2021, recurrent cystocele, nocturnal polyuria. Partial excision of altis with revision/repositioning, urethrolysis, cystocele/rectocele repair, vaginal mucosa trimming, perineorrhaphy, cystoscopy. Intraoperative findings: grade 2 cystocele. Grade 1 rectocele, mild apical prolapse. No other adverse patient effects were reported.